Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Returned to manufacturer on: 3/22/2021. Section h3: device evaluated by manufacturer¿ yes. Device evaluation: the product was returned in is original package. The cartridge component was observed correctly engaged at the unit. Visual inspection using magnification was performed. Residues of lubricant were observed at the cartridge tip, tube, hydration port, and loading zone. No lens was observed into the unit. No damages in the cartridge component such as crack or missing pieces were observed. The cartridge tip is complete. No damages in the lens module or missing part or broken pieces were observed. During sample evaluation, the unit was disassembled and no missing parts or broken pieces were detected. There is no evidence to suggest that the complaint sample has been affected by the manufacturing process. No product deficiency was identified. However, a foreign material ¿ loose particle was received attached/taped to the smart load tray. The material in question was sent to eag laboratories for material analysis. Based on the eag lab. Analysis the foreign material is consistent with a mixture of polypropylene and inorganic salts. The reported issue was verified; however, based on the evidence observed, it is not possible to determine if the defect observed is related to manufacturing. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaint was received from this production order. Conclusion: based on the manufacturing records review, and historical complaint review, there is no indication of a product malfunction. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Event date: unknown; best estimated occurred week of (B)(6) 2021. If implanted, give date: unknown; best estimated event occurred week of (B)(6) 2021. If explanted, give date: not applicable, as the lens was not explanted. Telephone number (B)(6). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after following the directions for use (dfu), a little piece of the cartridge came into the eye. It looked like a little piece of the plastic of the cartridge broke off. The doctor got it out of the eye with a little pincet. No wound enlargement or patient injury. The piece of plastic collected. No other information was provided.